Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing diagnostic imaging, dislodgement was observed on the left ventricular (lv) lead. The physician believes the dislodgement occurred due to patient seizures. The lead was successfully explanted and replaced to resolve this event. The patient was stable following the procedure with no adverse consequences.